Event description:
It was reported that following angioplasty, as the stent delivery system was advanced to through the right internal carotid artery (ica) there was a vessel dissection. The dissection was a symptomatic and was treated using another stent. The anatomy was reported to be severely tortuous at the inferior ica and the physician is uncertain whether the passage of the guidewire, balloon catheter or the stent delivery system through the tortuous anatomy resulted in the asymptomatic dissection.

Event description:
It was reported that following angioplasty, as the stent delivery system was advanced to through the right internal carotid artery (ica) there was a vessel dissection. The dissection was a symptomatic and was treated using another stent. The anatomy was reported to be severely tortuous at the inferior ica and the physician is uncertain whether the passage of the guidewire, balloon catheter or the stent delivery system through the tortuous anatomy resulted in the asymptomatic dissection.

Manufacturer narrative:
A device history record review found that the device met all material, assembly and performance specifications. The device was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Vessel dissection is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Additional information provided stated that the physician attributed the dissection to navigating the device through the severely tortuous anatomy. As this is considered an anatomical cause to the reported event, it was determined that the cause of the event was operational context. (B) (6).